Event description:
During the coil embolization procedure for dissecting vertebral artery, it was noted that the deltapaq microcoil (cdf100510-30/g13741) would not detach although pressing the detachment button for about 10 times. Type of the detachment control box and cable used with the product were not provided. After replacing the deltapaq for a new product (cdf100510-30, lot unknown), the coil was detached without any problem. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. It is unknown if both the detachment control box and the cable were replaced or not. It is also unknown how many coils were placed during the procedure. The product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Pre-deployment electrical check was performed and no issues were noted. There was no stretching or unintended detachment observed in the vessel or in the microcatheter (brand name and type unknown). It is unknown if the microcatheter was re-shaped or not. No information regarding the vessel was provided. The complaint product is unavailable for evaluation. No additional information was available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the available information and without the return of the device for analysis, no root cause conclusion can be made. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.